Event description:
It was reported by the customer that a bd pyxis¿ es server system did not discharge the patient and not able to pull medications of the new patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022 - december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 3 similar complaints with the same failure mode for this serial number. Case: (B)(4) ¿ 02 18 2022 pyxis es pwchf- patients not crossing to one station. Case: (B)(4) ¿ g5 orders not crossing pcu unit patients not displaying. Case: (B)(4) ¿ es - order not crossing - hospital-wide - master case (B)(4). A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the discharge message was not received by carefusion coordination engine. A technical support specialist provided es instructions for discharging the patient. The system functioned as intended after being assessed by the technical support specialist.